Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found and the returned device indicated foreign material on set screw. (B)(4)

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the tested parameters were not satisfactory. The physician gyrated out the lead and tried to re-implant it but found the screw of the pacemaker could not be tightened. The device was not used and replaced. No patient complications have been reported as a result of this event.